Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application crashed twice during use. The first crash occurred as the user attempted to adjust the pacing rate. The application was rebooted. The second crash occurred while the application was running, but not in use. The application remains in use. No patient complications have been reported as a result of this event.